Event description:
It was reported that two (2) 250 ml intravia containers have small plastic pieces inside of the bags. This was observed during use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (update to n/a), d9, h3, h4, h6 (update codes), h11. H11: two (2) actual devices were received for evaluation. Visual inspection was performed which identified plastic material inside the bags. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted